Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an ercp, the patient experienced perforation of the bile duct. The perforation was closed with a clip and the procedure was completed. The surgeon's opinion was that the device was not responsible for the perforation, and it was an operational error by the physician.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The exact size of the perforation was reported as unknown, but believed to be a few millimeters.